Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product noted the stent was stationary on the tightly folded balloon with no damage noted. The tip was flattened 0.5mm proximal to the distal end of the tip for a length of 1.5 mm. A new 0.014 inch guide wire was back loaded through the stent delivery system (sds) and resistance was noted at the flattened tip. The guide wire completely advanced through the sds but with resistance. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. In this case, there was no damage noted during the inspection prior to use, therefore, it is possible that the tip was inadvertently handled resulting in the difficulties advancing the guide wire. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. In this case, the reported difficulty advancing the guide wire appears to be related to the operational context of the procedure; however, a conclusive cause for the noted tip damage could not be determined. No corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch report, additional information was received stating that on review of the procedural film, after deployment of a stent in the proximal rca a small perforation was noted and sealed immediately with prolonged balloon inflation without further consequences. There is no evidence that a graftmaster was used to treat this patient. However, there is the possibility that the procedural film did not capture the use of the graftmaster. Its surmised that a graftmaster was opened in the event it would be needed; however, the perforation was successfully treated with prolonged balloon inflation. No additional information was provided.

Event description:
It was reported that during an interventional right coronary artery stenting procedure, a perforation was caused by an unknown device. The physician was unable to thread the graftmaster over the guidewire. The device was not used, however, an additional graftmaster was used with success. There was no adverse patient effect. There was no additional information provided.